Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported that the insulin pump lost power without returning a low battery warning. Customer reported that he was about to deliver a bolus when he noticed that the insulin pump's screen was blank. Blood glucose level was 118 mg/dl at the time of the call. No further information was provided.